Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge, urine odor abnormal, genital bleeding, bacterial vaginosis, vulvovaginal candidiasis, vaginal discharge abnormality, moniliasis vaginal, flatus increased, amenorrhea, ovarian cyst, hot flashes, adhd, post-traumatic stress disorder, facial pain, headache, dizziness, vertigo, ringing in ears, nausea and vomiting. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: anxiety, depression, abdominal pain lower. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received: new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety were added. New reporter, patient information, concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge, urine odor abnormal, genital bleeding, bacterial vaginosis, vulvovaginal candidiasis, vaginal discharge abnormality, moniliasis vaginal, flatus increased, amenorrhea, ovarian cyst, hot flashes, adhd, post-traumatic stress disorder, facial pain, headache, dizziness, vertigo, ringing in ears, nausea and vomiting. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia(heavy menstrual bledding)"), depression ("depression"), anxiety ("anxiety") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with salpingectomy(bilateral),oophorectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy. Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: anxiety, depression, abdominal pain lower most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Event abdominal pain was added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge, urine odor abnormal, genital bleeding, bacterial vaginosis, vulvovaginal candidiasis, vaginal discharge abnormality, moniliasis vaginal, flatus increased, amenorrhea, ovarian cyst, hot flashes, adhd, post-traumatic stress disorder, facial pain, headache, dizziness, vertigo, ringing in ears, nausea, vomiting, anxiety, uti and depression. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain"), hot flush ("hot flashes"), night sweats ("night sweats"), vaginal discharge ("vaginal discharge") and facial pain ("vertigo with facial pain"). In (B)(6) 2014, the patient experienced vertigo ("vertigo") and flatulence ("flatulence"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia(heavy menstrual bledding)"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti") and vulvovaginal candidiasis ("candidiasis of vagina") and was found to have blood urine present ("bladder or urinary problems or changes:blood in urine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain") and post-traumatic stress disorder ("ptsd"). The patient was treated with surgery (hysterectomy with salpingectomy(bilateral),oophorectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower had resolved, the vaginal haemorrhage, menorrhagia, abdominal pain, blood urine present, hot flush, night sweats, bacterial vaginosis, vulvovaginal candidiasis, vaginal discharge, flatulence, post-traumatic stress disorder and facial pain outcome was unknown and the depression, anxiety, urinary tract infection and vertigo was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, bacterial vaginosis, blood urine present, depression, facial pain, flatulence, hot flush, menorrhagia, night sweats, pelvic pain, post-traumatic stress disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo and vulvovaginal candidiasis to be related to essure. The reporter commented: laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy. Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: results: total bilateral occlusion. The essure was placed correctly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression and abdominal pain lower. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received: new events- blood in urine, hot flashes, night sweats, bacterial vaginosis, uti, candidiasis of vagina, ptsd, anxiety, depression,vertigo, vaginal discharge, flatulence, acute vertigo with facial pain were added. Event outcome of lower abdominal pain were added. Lab test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.